Event description:
Patient reported issues with their insulin pump, touchscreen malfunctions, and inconsistent readings causing the pump to stop insulin delivery despite adequate insulin levels in the reservoir. There was no reported impact to the customer¿s blood glucose level. The customer chose not to pursue further troubleshooting for these issues.